Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The hard disk drive needs to be replaced. The service rep ordered the hard disk drive. No further repair info was provided.

Event description:
The customer reported that the stenoscop system would not boot up. No pt injury was reported.